Event description:
It was reported that during an hps greenlight case, the customer experienced "errors 111, 202.2, 211 and 831". The case was "re-scheduled". The "patient's stay was extended over the weekend to have the second surgery to complete the pvp". Patient outcome: "fine."

Manufacturer narrative:
(B)(4). Service in the field was performed on (B)(6) 2014. Resonator s/n (B)(4) was returned to ams and analysis performed on (B)(6) 2014. Product evaluation summary: the reported errors could not be reproduced. Desiccant was replaced. The system had functional test performed; no problem was found. The laser system was tested.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on september 26, 2014. The reported error codes were confirmed and determined to be the result of a faulty resonator. The resonator was replaced, the system tested and verified to specification. Probable root cause: based on the field service report results the root cause was determined to be a faulty resonator. A review of the service cases for this laser (hps3099c1) revealed that there has been no reported reoccurrence of this event type since the service repair was completed and the laser was released to the customer for use.